Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A functional test was performed and it passed, finding no failure. A manual test was performed and passed. The receiver case was opened for an interior inspection and passed. The complaint confirmation of the receiver display screen becoming frozen could not be determined because the reported allegation was not found. The root cause could not be determined.